Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a vyaire medical authorized service technician. The service technician was able to verify the reported issue during testing and evaluation. The event trace log revealed an ln vent occurred due to a leaky supper cap. The service technician replaced the power board to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator reset. There was no report of any patient involvement associated with this reported event.